Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to confirm unexpected restart alarm and unable to perform any tests due to buttons unresponsive. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump is not working. The customer's blood glucose was unknown. The insulin pump alarmed and had keypad issues. The customer stated the act button does not seem to be working. The customer was advised the pump will be replaced. They were advised to discontinue and revert to back up plan. The customer's mentioned high blood glucose, but reading was unknown.